Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the pt. It was reported that the pt experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence. The patient experienced vaginal scarring and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.